Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The electronic vaporizer was replaced to resolve the issue. Block a: no patient information to date after calls to end user 09/16/25 and 09/18/25. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient agent delivery less than -20% during a case. There was no patient injury.